Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "began to feel breast more hardened", "suspected contracture", "capsular enhancement with a small amount of hyproprotein/hemorrhagic fluid around the implant". Later patient reported "radial folds compatible with creases inside the implants". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade ii is not reportable to the FDA and has been removed. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: bia-alcl; histopathological markers of cd30+ and alk- have not been provided and therefore, bia-alcl has not been confirmed.

Event description:
Patient reported "began to feel breast more hardened", "suspected contracture", "capsular enhancement with a small amount of hyperprotein/hemorrhagic fluid around the implant". Later patient reported "radial folds compatible with creases inside the implants". Later healthcare professional reported "capsular contracture baker grade ii" associated with liquid around the implant", bia-alcl? The event of bia-alcl is "suspicious" and is considered reportable. The event of capsular contracture is no longer reportable. The immunohistochemical markers of cd30+ and alk- have not been provided and therefore bia-alcl has not been confirmed. This record is for the right side. Device remains implanted.